Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Twiddler's syndrome and dislodgement allegations were not confirmed by product analysis.

Event description:
It was reported that during a routine follow up of this right ventricular (rv) lead out of range pace impedance measurements and low out of range shock impedance measurements were seen six weeks post implant. A revision took place, and it was suspected that the cause of the impedance issue was twiddlers syndrome resulting in a dislodgment of the lead confirmed by x-ray. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up of this right ventricular (rv) lead out of range pace impedance measurements and low out of range shock impedance measurements were seen six weeks post implant. A revision took place, and it was suspected that the cause of the impedance issue was twiddlers syndrome resulting in a dislodgment of the lead confirmed by x-ray. The lead was explanted and expected to be returned. No additional adverse patient effects were reported.